Event description:
A (B)(6) old female patient contacted zoll customer support to report that her monitor was not powering on with either battery pack. The patient was sent a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. The cause of the monitor not being able to power on was due to catastrophic failure of the computer/analog board and the high voltage board. The root cause of the catastrophic failure is still under investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor. A supplement report will be sent when a root cause evaluation of the monitor is completed.